Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule fully closed, visual analysis showed the handle is not intact. The deployment knob components were received detached from the handle of the dcs. A tab has detached from one of the deployment knob components and was received loose with the device. The second loose deployment knob component appears intact. The capsule could still be retracted even though the deployment knob components were detached from the handle. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. The distal edge of the capsule seats flush against the catheter tip when fully advanced. Voids are observed along the proximal end of the capsule. A kink is observed on the inner member shaft at the strain relief transition. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The dcs was returned and evaluated by medtronic; visual analysis confirms the reported deployment knob separation. Additionally, voids were observed on the capsule, which indicate delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. Deployment knob separation typically occurs due to failure of one or both snap fit tabs holding the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve via the femoral access site, after 50% releasing of the valve, the deployment knob (actuator) separated. It was reported that the patient's blood pressure was low. The delivery catheter system (dcs) was repaired and the valve was released successfully in the annulus. No adverse patient effects were reported.